Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/07/2014. Device evaluation:the device has been returned and evaluated by product analysis on 01/25/2014 with the following findings: during investigation, there were no loss of prime warnings observed in the black box. During testing, the ¿ezprime¿ sequence and 24 hour duration test were successfully completed with no alarms or loss of prime warnings occurring. The force sensor calibration was found to be within specifications. The pump cover was removed and no contamination or damage to the force sensor circuit was observed. The loss of prime issue was not able to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.